Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom was reported via phone call that, the customer received with blank display. The blood glucose was 400 mg/dl at the time of the incident and the current blood glucose was 327 mg/dl. / the troubleshooting was declined for high blood glucose and continued to blank display. Customer also received with low battery alert. At the time the blood glucose was in the 100s mg/dl. Customer advised to replace the insulin pump and revert to back up plan per healthcare professionals instructions if needed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest and off no power. No low battery alarm and no blank display during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.